Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged high bg issue was verified in the pump logs; however, no failure was identified. The alleged touchscreen issues were verified; and, a different issue was identified.

Event description:
It was reported that the pump's touch screen was cracked, unresponsive, and unreadable. Additionally, the customer reported a high blood glucose (bg) level of high mg/dl. Cause of the high blood glucose was unknown. Customer addressed high blood glucose by correction injection via mdi. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.